Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("extremely heavy periods, lots of clots") and abdominal pain upper ("constant stomach ache") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion disability) and abdominal pain upper (seriousness criterion disability). In 2011, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia ("a week after period ends, spot on and off"). At the time of the report, the menorrhagia, abdominal pain upper and metrorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, menorrhagia and metrorrhagia with essure. Quality-safety evaluation of ptc: final assessment, no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: a week after period ends, spot on and off was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.